Event description:
The patient was implanted with a spectrum contour post-operatively adjustable mammary prosthesis on 10/21/1997. Subsequently, the patient experienced a deflation of the device and an infection in the breast. The device was removed on 01/13/1998.